Event description:
It was reported that an error occurred during occlusion test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were missing. Top case broken by lower left front and cracked lower right front. Cracked right case by upper screw hole and battery depleted. The technician performed an occlusion test and reported issue was duplicated. The root cause of the reported issue was found to be normal wear of the drive train parts. The pump was manufactured in 2010. Replaced motor assembly (excluding motor), black clutch halves, and lead screw.